Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, upon device check prior to discharge, the right ventricular (rv) lead impedance was elevated. There was a suspicion for microdislodgement and a chest x-ray was performed and reviewed with the suspected dislodgement confirmed. The patient is a participant in a clinical study. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.